Event description:
A clinical director reported that during the phaco (phacoemulsification) step of five cataract with iol (intraocular lens) implantation procedures, the product was not able to perform phaco or aspirate, and was completely occluded. The staff tried to troubleshoot the issue each time, and found that exchanging the product resolved the issue. The customer noted that each product had performed without problems. There was no harm to the pts. No samples are available as the products were discarded. No further info is expected for this case.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no add'l complaints reported against the finish goods lot and the DHR (device history record) shows the product was released per specs. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. While a sample was not returned for this event, similar complaint investigations determined that debris within the aspiration tubing has resulted in the reported event. The debris has been identified as a piece of the aspiration tubing which was inadvertently inserted into the aspiration line during mfg. This mfg event is believed to be related to misalignment of the tooling on the automated product line. An internal investigation has been opened to address the issues of this nature. (B)(4).